Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object) / exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the catheter balloon was ruptured when the patient was moving on the bed. Catheter was removed and the urethra was checked for completeness. The bladder irrigation was continued, the flushed fluid was clear and the patient did not experienced discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was ruptured when the patient was moving on the bed. Catheter was removed and the urethra was checked for completeness. The bladder irrigation was continued , the flushed fluid was clear and the patient did not experienced discomfort.